Event description:
The customer reported that the system displayed a precharge system error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The pre-charge control power board was replaced. The system was tested and found to be working as intended and put back into service.